Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident psl ha cluster 46 mm; cat# 542-11-46d; lot# v32dal, acetabular dome hole plug; cat# 2060-0000-1; lot# hv4yl1, delta v-40 ceramic head 32/0; cat# 6570-0-132; lot# 70893801, size 2 accolade ii 127 deg; cat# 6721-0230; lot# 70121503. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left hip was revised due to infection (infection reported by surgeon. Unknown if clinically confirmed or identified). All hip implants were removed and an antibiotic spacer placed. Rep provided the primary usage sheet and reported that no further information will be available.